Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. The history was download successfully using thus software. No unexpected unresponsive keypad anomalies. However, pump error 53 noted on 09/20/2023 15:02:32:000 pm, pump error 3 noted on 09/20/2023 15:02:32:000 pm, pump error 19 on due to software error. Unit was cut open to perform visual inspection and found no moisture damage on 09/20/2023 15:02:20:000 pm due to software error. The following were noted during visual inspection: cracked battery tube threads, cracked case near belt clip rails and fading serial number label. Pump error 3, 19 and pump error 53 alarm was confirmed on long history download files due to software error. No unexpected unresponsive keypad anomalies medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has reported a generated if minute event is not received from motor processor or the sw watchdog task is not running properly (pump error 19) alarm, a software error detected (pump error 53) alarm, and the main arm cannot communicate with the motor arm (pump error 3) alarm, and keypad anomaly complaint. Troubleshooting was performed and the issue was not resolved. The customer was able to clear the alarm. It was unknown whether the customer was able to complete the pump rewind or not and whether the pump passed the self-test or not. No harm requiring medical intervention was reported. The customer will discontinue using the device and the insulin pump will be returned for analysis.